Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the delphin control module indicated erratic flow. It would go from "0" to "4" and then back to "2". They also got a "back flow" error message. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.